Event description:
It was observed during the device inspection, that the uretero-reno videoscope insertion guide (ig) tube coating is peeling off (maximum width: 4 mm or more). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that coating on the ig tube peeling off was due to deterioration caused by physical impact or chemical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.